Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced bacterial peritonitis with cloudy effluent. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm stat, ip), gentamycin (40, stat, ip) and ciprofloxacin (500mg, twice daily, orally). On (B)(6) 2011, the patient received another dose of vancomycin (1gm, stat, ip). On (B)(6) 2011, the patient ended remedial therapy with ciprofloxacin. In 2011, the patient received additional follow up pd training however, failed to master automated peritoneal dialysis technique due to poor grasp. It was not reported whether the events of bacterial peritonitis with culture positive for staph epidermidis or break in aseptic technique resolved. Dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing. The nurse stated that the event of bacterial peritonitis with culture positive for staph epidermidis was not related to dianeal pd4 unknown bag or extraneal viaflex therapies, and did not provide a statement of causality for the event of break in aseptic technique. The nurse reported that the event of bacterial peritonitis with culture positive for staph epidermis was due to the break in aseptic technique.